Event description:
The device was returned because the pump kept showing high pressure, even though all the lines were clear. During physical inspection, it was found that the de calibration for the downstream occlusion (dso) sensor. The ehl also showed a high alarm displayed: downstream occlusion message. There was no report of patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high alarm displayed: downstream occlusion. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a de calibrated downstream occlusion sensor. The downstream occlusion sensor was replaced and was resolved by dso sensor recalibration. The service history review had no indication that the complaint was related to a service of the device within the review period.